Event description:
The patient reported experiencing syncopal episodes during exercise. Patient recently received a device that does not have rate drop response (rdr). The upper sensor and tracking rate for this device is limited to 150 bpm, but patient can reach 170-175bpm while working out. The device was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.